Event description:
The customer's parent called and reported the customer received a motor error alarm on the insulin pump and had not been feeling well. The customer's blood glucose level was not known. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. A motor error alarmed during basic occlusion test, due to a cracked flex trace finger on the motor assembly. The device was also received with a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and a missing end cap sticker.